Event description:
Reporter alleged discrepant blood glucose results during back to back testing on a pt as well as a meter compared to a laboratory measurement. Reporter stated pt glucose was hi at 6:16 back to back with a result of 74 mg/dl at 6:20. Reporter indicated a lab measurement confirmed the glucose reading to be 63 mg/dl at 6:30. No info was provided or reportedly was available at the time. A different comparison was performed on the pt and it measured 73 mg/dl back to back with a result of 138 mg/dl when tests were performed 9 minutes apart. A request was made for the return of the suspect device and replacement product was sent.